Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately 2 days post implantation due to dislocation. During the revision, effusion was noted, no posterior capsule, instability anteriorly through rom and cup was noted to have increased anteversion with femur anteverted 15 degrees . The shell, head, polyethylene liner were exchanged without complications. The stem remained implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision was performed due to recurrent dislocations. During the revision, the joint was found to be unstable anteriorly, with an increased anteversion on the cup, and the posterior capsule repair was ripped out. The cup, liner, and head were explanted and replaced with zimmer products. Rom was found to be stable and no complications were noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately 2 months post implantation due to dislocation. During the revision, effusion was noted, no posterior capsule, instability anteriorly through rom and cup was noted to have increased anteversion with femur anteverted 15 degrees . The shell, head, polyethylene liner were exchanged without complications. The stem remained implanted. No further event information available at the time of this report.